Event description:
It was reported that after the needle was inserted into the pt's jugular, the clinician was unable to insert the swg through it. The clinician decided to remove it however, was unable to remove the swg from the needle and as a result, both had to be removed as one. It was at that time that the swg unraveled. A new kit was not opened and no other puncture was made because the pt had a large hematoma. A delay was reported, however, there was no reported death to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.